Event description:
According to the reporter, during a birth procedure, the needle detached from the thread. The same issue occurred on the other two sutures from the same batch. The surgical time was extended by not more than 30 minutes. A new suture was used to resolve the issue. There was no patient injury.

Manufacturer narrative:
D10 concomitant products: cl-943 polysorb 2-0 vio 90cm kv34 x36 - (lot#a4m1594y); cl-943 polysorb 2-0 vio 90cm kv34 x36 - (lot#a4m1594y) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a birth injuries procedure, the needle detached from the thread. The same issue occurred on the other two sutures from the same batch. The surgical time was extended by not more than 30 minutes. A new suture was used to resolve the issue. There was no patient injury.